Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). Additionally, a specific cause for the reported infection could not conclusively be established through this evaluation. (B)(6) was returned assembled with the driveline (dl) severed approximately 4.5¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was not returned. The outlet elbow and sealed outflow graft were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief and bend relief collar were returned separate from each other and the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of denatured or laminated depositions or thrombus formations. Upon disassembly of (B)(6), examination of the rotor inlet section revealed a denatured thrombus ring loosely adhered around the inlet bearing ball. Areas of the deposition were hard and denatured as well as slightly laminated, which indicate that it likely developed in this location over an undetermined amount of time while the pump was operating. Additionally, examination of the rotor revealed a flat, tissue-like deposition occluding one of the vanes of the rotor. Areas of the deposition were hard and denatured, which suggests that it had been present for an undetermined amount of time during support. The non-laminated structure of this deposition suggests that it potentially originally formed elsewhere before being ingested into the rotor; however, the specific origin of this deposition could not be conclusively determined. The remaining blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Although a specific cause for the observed depositions could not be conclusively determined through this evaluation, they could have potentially contributed to the reported elevated ldh as well as caused increased resistance on the spinning rotor, resulting in the pump power increase reported by the account. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. Additionally, a correlation between the observed thrombi and the patient¿s infection could not conclusively be established. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. Incidental finding: thrombus was observed within the device during the evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient underwent pump exchange on (B)(6) 2019 due elevated lactic acid dehydrogenase (4000 u/l), dark urine and higher power. The patient also had a large amount of pus in the pump pocket. The device will be returned for evaluation.